Event description:
Treatment of an avm. It was reported after the injection of onyx with 1.5 cm of reflux, physician was unable to retrieve the catheter. The catheter was left in the pt due to vasospasm. No pt injury reported.

Manufacturer narrative:
The device involved will not be returned for evaluation as it remained in the pt. The echelon catheter is not approved for use with onyx. The amount of reflux may have contributed to catheter entrapment.